Event description:
On january 30, an amazon customer commented the product was not accurate. A customer followed the package instructions, waited the allotted amount of time, and the test result was *very* hard to read. In fact, the package instructions feature photos of actual positive test results that are barely perceptible, and that's the result the user got- hard to tell if it's negative or positive. So he/she took a test manufactured by a different company and got a positive result. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.